Event description:
It was reported that the circuit breakers require to be manually flipped when there is a power surge. The wound care nurse has stated that there have allegedly been times when there is a power surge and their older pumps for their spr overlays would turn back on immediately, however, their newer pumps allegedly stay off until a manual reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the cause for the event was likely a short/open circuit in the pump assembly. The catalog number has been corrected in section d4.

Event description:
It was reported that the circuit breakers require to be manually flipped when there is a power surge. The wound care nurse has stated that there have allegedly been times when there is a power surge and their older pumps for their spr overlays would turn back on immediately, however, their newer pumps allegedly stay off until a manual reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.